Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to a hypoglycemic episode. It was stated that a couple hours before she passed away, she had been speaking with someone at the company. The doctor stated that the customer had been off the insulin pump for an hour prior calling the helpline. It was stated that the doctor mentioned possible over delivery of insulin. No further information was provided.